Event description:
This report relates to the waters quattro premier xe mass spectrometer (quattro premier) installed at (B) (6). (B) (6) was quantifying cyclosporine using a home-brew assay run on the quattro premier coupled to a (B) (4) symbiosis instrument. (B) (6) has published news reports on its website stating that 212 pts may have been affected by lower than expected cyclosporine results. According to (B) (6) news releases, 8 of the 212 pts are deceased; 3 of the 8 deceased are confirmed unrelated to this event and the remaining 5 are unk. Additionally, a (B) (6) broadcasting corp ((B) (6)) news article about the issue at (B) (6) reported that one (B) (6) male pt who received an excessive amount of cyclosporine was admitted to intensive care, although eh's news releases have not confirmed or denied this. This MDR is being filed based on (B) (6) news releases and the (B) (6) news articles as (B) (6) has not reported any pt adverse events to waters. Waters evaluated the quattro premier at (B) (6) facility prior to (B) (6) news releases and determined that it was functioning according to its specifications. The summary provided below is based on waters records, except as noted. (B) (6) requested proposals for a new tandem mass spectrometer from various manufacturers. On july 15, 2008, waters responded in a tender by providing a quote for a waters quattro premier xe mass spectrometer (quattro premier). In april 2009, a waters service technician installed the quattro premier at (B) (6) in (B) (6). In june 2009, according to (B) (6) march 9, 2010 news release, (B) (6) validated their home brew assay on the quattro premier and the quattro premier was put into routine service for cyclosporine testing. On february 19, 2010, an (B) (6) laboratory mgr contacted a waters clinical/forensic mass spectrometry (ms) specialist to discuss an issue with a specific pt's cyclosporine a measurement. The waters ms specialist recommended the lab use a (B) (4) research use only kit to retest this pt in order to assess the situation. When the lab declined, the ms specialist recommended (B) (6) use ascomycin as an internal standard. On february 25, 2010, (B) (6) contacted waters and requested assistance retrieving and backing up software files from the quattro premier workstation. On february 26, 2010, (B) (6) contacted the waters director of (B) (4)) requesting info about the quattro premier instrument it purchased, such as a copy of the purchase order, confirmation of the serial numbers of all the components installed, service history, etc. At that time, the waters director was informed that over 200 pts may have been affected by lower than expected cyclosporine values. However, the waters director was not notified that any adverse events occurred. The requested instrument info was sent to eh by waters. On march 1, 2010, (B) (6) requested that waters assess the performance of its quattro premier. On march 5, 2010, a waters service engineer assessed the performance of the quattro premier installed at the (B) (6) laboratory and determined, it was functioning within specification. On march 9, 2010, (B) (6) published a news release regarding the lower than expected cyclosporine results. Details about the pts impacted by the lower than expected cuclospotine results, provided below, are based on (B) (6) news release.

Manufacturer narrative:
Investigation revealed that product performed within specification and no malfunction was detected. The sample was assumed to be false positive with the elecsys (B) (6) assay. A specificity in blood donors of 99.8% is claimed in product labeling and such samples can occur.

Event description:
The user received positive anti-(B)(6) results for three serum samples from one patient which were negative on an abbott analyzer. The result on (B)(6)2009 was 15.7 ui/l. The result from (B)(6)2009 was 14.3 ui/l and on the abbott analyzer was <5 ui/ml. The result from 01/13/10 was 11.4 ui/l. Results form the abbott analyzer were not provided for the samples from (B)(6)2009 and (B)(6)2010. The samples were also tested on an e module analyzer with positive results. No specific data was provided. No information was provided to determine if the results were reported or if the patient was adversely affected. The (B)(6) reagent lot number was 154467. As part of the investigation, two of the patient samples were tested and the results were confirmed. The (B)(6) results were 13.3 iu/l and 10.7 iu/l. A sample was also tested on a bayer centaur with a negative result for (B)(6). No specific data was provided. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.